Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. Concurrent conditions included nickel sensitivity. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), fatigue ("extreme fatigue"), pruritus ("itching"), arthralgia ("joint pain"), dysmenorrhoea ("dysmenorrhea"), premenstrual headache ("headache in the second phase of the cycle"), dermatitis allergic ("allergic skin reaction"), asthenia ("asthenia"), abdominal infection ("hypogastrium recurrent infections"), abdominal discomfort ("hypogastrium discomfort"), abdominal pain upper ("gastralgia"), nausea ("nausea"), photophobia ("photophobia") and dermatitis ("dermatitis") and was found to have weight decreased ("weight loss"). The patient was hospitalized on (B)(6) 2018. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, fatigue, pruritus, arthralgia, weight decreased, dysmenorrhoea, premenstrual headache, dermatitis allergic, asthenia, abdominal infection, abdominal discomfort, abdominal pain upper, nausea, photophobia and dermatitis had resolved. The reporter considered abdominal discomfort, abdominal infection, abdominal pain upper, arthralgia, asthenia, dermatitis, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, nausea, pelvic pain, photophobia, premenstrual headache, pruritus, swelling and weight decreased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. Concurrent conditions included nickel sensitivity. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), fatigue ("extreme fatigue / tiredness"), pruritus ("itching"), arthralgia ("joint pain"), dysmenorrhoea ("dysmenorrhea"), premenstrual headache ("headache in the second phase of the cycle"), dermatitis allergic ("allergic skin reaction"), asthenia ("asthenia"), abdominal infection ("hypogastrium recurrent infections"), abdominal discomfort ("hypogastrium discomfort"), abdominal pain upper ("gastralgia"), nausea ("nausea"), photophobia ("photophobia"), dermatitis ("dermatitis"), myalgia ("muscle pain") and vomiting ("vomiting") and was found to have weight decreased ("weight loss"). The patient was hospitalized on (B)(6) 2018. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, fatigue, pruritus, arthralgia, weight decreased, dysmenorrhoea, premenstrual headache, dermatitis allergic, asthenia, abdominal infection, abdominal discomfort, abdominal pain upper, nausea, photophobia and dermatitis had resolved and the myalgia and vomiting outcome was unknown. The reporter considered abdominal discomfort, abdominal infection, abdominal pain upper, arthralgia, asthenia, dermatitis, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, myalgia, nausea, pelvic pain, photophobia, premenstrual headache, pruritus, swelling, vomiting and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the events muscle pain and vomiting were added, and removal date of essure was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery medical records. Concurrent conditions included: nickel sensitivity. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), fatigue ("extreme fatigue/tiredness"), pruritus ("itching"), arthralgia ("joint pain"), dysmenorrhoea ("dysmenorrhea"), premenstrual headache ("headache in the second phase of the cycle"), dermatitis allergic ("allergic skin reaction"), asthenia ("asthenia"), abdominal infection ("hypogastrium recurrent infections"), abdominal discomfort ("hypogastrium discomfort"), abdominal pain upper ("gastralgia"), nausea ("nausea"), photophobia ("photophobia"), dermatitis ("dermatitis"), myalgia ("muscle pain") and vomiting ("vomiting"). And was found to have weight decreased ("weight loss"). The patient was hospitalized on (B)(6) 2018. The patient was treated with surgery (total laparoscopic hysterectomy, with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, fatigue, pruritus, arthralgia, weight decreased, dysmenorrhoea, premenstrual headache, dermatitis allergic, asthenia, abdominal infection, abdominal discomfort, abdominal pain upper, nausea, photophobia and dermatitis had resolved. And the myalgia and vomiting outcome was unknown. The reporter considered abdominal discomfort, abdominal infection, abdominal pain upper, arthralgia, asthenia, dermatitis, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, myalgia, nausea, pelvic pain, photophobia, premenstrual headache, pruritus, swelling, vomiting and weight decreased to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-mar-2021, no new information received. Update to imdrf/FDA codes only. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. Concurrent conditions included nickel sensitivity. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), fatigue ("extreme fatigue"), pruritus ("itching"), arthralgia ("joint pain"), dysmenorrhoea ("dysmenorrhea"), premenstrual headache ("headache in the second phase of the cycle"), dermatitis allergic ("allergic skin reaction"), asthenia ("asthenia"), abdominal infection ("hypogastrium recurrent infections"), abdominal discomfort ("hypogastrium discomfort"), abdominal pain upper ("gastralgia"), nausea ("nausea"), photophobia ("photophobia") and dermatitis ("dermatitis") and was found to have weight decreased ("weight loss"). The patient was hospitalized on (B)(6) 2018. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, fatigue, pruritus, arthralgia, weight decreased, dysmenorrhoea, premenstrual headache, dermatitis allergic, asthenia, abdominal infection, abdominal discomfort, abdominal pain upper, nausea, photophobia and dermatitis had resolved. The reporter considered abdominal discomfort, abdominal infection, abdominal pain upper, arthralgia, asthenia, dermatitis, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, nausea, pelvic pain, photophobia, premenstrual headache, pruritus, swelling and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.